Event description:
It was reported that the external pulse generator's atrial sensitivity appeared to be out of tolerance when measured by the hospital's analyzer. The user called the manufacturer's technical services department for advice about the measurement method. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.